Event description:
Information received with return of the explanted device notes no telemetry, despite removing any possible noise sources. The magnet rate was approximately 90 ppm. Pacing and sensing appeared normal. The patient's intrinsic rhythm seemed faster than the pacing rhythm. The device was subsequently replaced.